Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017, on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified the weight of the device within specification, fold creases, a deformation, white particles, and wear abrasion. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade "ii/iii". Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.